Manufacturer narrative:
An investigation was performed on the reagent kit lot and no product problem was identified. Based on the information and data provided and the investigation performed there is no indication the product is not functioning as intended. A review of the dataset provided and the alleged runs did not show any signs of a systematic issue or false positive results. The instrument is performing as expected. Given this information, a sample request is not necessary. (B)(4).

Manufacturer narrative:
Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. The customer alleged discrepant results generated for the cobas® sars-cov-2 & influenza a/b (scfa) assay. A customer from the united states alleged that they received a potential false positive result for patients¿ samples tested using with the cobas® sars-cov-2 & influenza a/b (scfa) assay analyzed on the cobas liat system (s/n (B)(4)). The customer reported that they observed sars-cov2 positive, influenza a negative, influenza b negative results for 4 patients¿ samples generated on the cobas liat system (s/n (B)(4)). Patients¿ 1,2 & 3 same samples were repeat tested analyzed on a different cobas liat system (s/n (B)(4)) that generated sars-cov2 negative, influenza a negative, influenza b negative results for all three of the patient¿s samples. For patient 4 a newly collected sample was taken and tested on the qiagen instrument that generated a sars-cov2 positive, influenza a negative, influenza b negative result. Patient sample was collected using nasopharyngeal and viral transport media 3 ml. The customer confirmed there was no allegation of harm to the patient. The positive and negative results were reported out to the patients and/or personnel treating the patients. The investigation to assess the customer allegation has not yet been completed. Four (4) mdrs will be filed one for each sample as per FDA guidance.